Manufacturer narrative:
Vyaire file identification: (B)(6).. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, they cross checked unit with other working internal air compressor and avea is working fine. Internal air compressor is defective and needs to be replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator gives loss of gas. The customer confirmed that there was no patient involvement associated with the reported event.